Event description:
It was reported that this right ventricular (rv) lead exhibited noise that was being oversensed resulting in a three second pause in pacing. Technical services suspects the noise is from electromagnetic interference (emi) and would like to know what the patient was doing at the time. Isometrics was performed and only slight noise could be reproduced and there were no observations of pacing inhibition. The device was reprogrammed to vvir and the physician will review the data. At this time, the lead remains in service. No additional adverse patient effects were reported.